Event description:
On (B)(6) -2022 21:00:03 svc defib lead impedance > 200 ohms. On (B)(6) 2021 15:00:03 svc defib lead impedance >200 ohms. On (B)(6) 2021 15:00:04 'rv bipolar lead impedance >3cx>o ohms. On (B)(6) 2021 03:00:08 "rv bipolar lead impedance >3000 ohms.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).